Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's spouse reported that the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient was experiencing disorientation, speech difficulties, and weakness, so the spouse called 911. The bg and cgm were not checked by the patient or spouse at that time. Upon arrival, emergency medical service checked the bg which was 40 mg/dl while the cgm was reading 88 mg/dl. The patient was treated with oral liquid glucose and the spouse provided orange juice. The patient was monitored until his readings became stable. At the time of the call the day following the event, the patient was experiencing rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Codes: health effect - clinical code - e0131 speech disorder.